Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). A revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.